Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a battery depletion alert. An attempt to reach the field representative was made however no response was provided. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a battery depletion alert. An attempt to reach the field representative was made however no response was provided. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted and replaced with a new s-ICD. No additional adverse patient effects were reported.